Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The device evaluation confirmed the #2, #3, #4, #5, #6, #7, #8, #9 and (.) Keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key will occur following the selected key's function. The failed keypad was replaced through front case replacement. Baxter has initiated a CAPA to further investigate this issue.

Event description:
During baxter's evaluation of a spectrum pump, the device had an incorrect keypad output. There was no patient involvement.